Event description:
It was reported that the device alarmed "air in line." No patient injury was reported.

Manufacturer narrative:
Initial reporter also sent report to FDA is unknown. No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A fluid filled cassette was attached to the pump, testing could not be completed due to air in line alarm displaying. The root cause of the reported issue was found to be the air detector. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).